Event description:
It was reported that the surgeon inserted a cc4204a collamer plate lens and the posterior capsule collapsed. The lens was removed, a vitrectomy was performed, and a three piece lense was implanted. The reporter stated the incident was due to the patient's anatomy and not related to the lens.

Manufacturer narrative:
No complaint against product - evaluation results - visual inspection of the returned product showed part of the optic and a haptic plate was torn off. There was evidence of a clear surgical residue.